Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported a patient implanted for failed back surgery syndrome had their device removed due to infection a few years back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.